Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with blank display. The customer states their pump alarmed for low battery, and when the customer changed out the battery, the screen was blank. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the customer is being sent out a replacement battery cap. The customer was advised to insert recommended battery, and switch out battery caps when it arrives. The customer was advised to monitor the device and call back if issues persist.